Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the physician was attempting to push the coil through the microcatheter hub it got stuck. As a result they tried to resheath by pulling the coil, but it became detached in the hub itself. There was no catheter damage seen, the pushwire was not bent or broken, and there was no friction during delivery. It was confirmed that the coil pushed smoothly from the introducer sheath. The physician attempted to reposition the coil once, but they did not attempt to detach the coil. The patient was undergoing surgery for treatment of a ruptured, saccular aneurysm in the left distal aca with a max diameter of 4.4mm and a neck diameter of 1.6mm. The patient had a minimal vessel tortuosity and normal blood flow. A continuous flush was used, the devices were prepared per the IFU. There were no related patient symptoms.